Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient is deceased. A cardiac resynchronization therapy defibrillator (crt-d) was returned to the manufacturer with information indicating that the patient had expired approximately six months after implant. Communication attempts with the clinic for additional information were unsuccessful, the cause of death remains unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted (B)(6) 2004. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.